Event description:
Reporter alleged blood glucose result was 280 mg/dl for one particular test strip vial versus 120 mg/dl when tested on a different test strip vial. Customer stated the lot numbers were different on both test strip vials. As a result no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.